Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the third device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that four x-tips broke during use; no injury resulted.

Manufacturer narrative:
Customer returned 17 unopened needles. No broken needles returned for investigation. Using microscope visually checked the needles. No manufacturing defects or markings noted on the needles. Using the ansi plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces. Measured the needles using gauge number d.r.-0034. Spec .418mm - .457mm: .432mm, .420mm, .426mm, .422mm, .434mm, .422mm, .424mm, .422mm. No fault found with returned needles.